Event description:
It was reported that the patient had an initial surgery with durom implants and then, approximately 5 years post implantation, underwent a revision surgery due to unknown reasons. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Metasulâ® duromâ®, component for acetabulum, uncemented, 50/ã¸ 44, code j item# 0100214050 lot# 2363085. Unknown stem item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Initial left total hip arthroplasty completed. Subsequently, the patient was revised due to increasing pain. Intraoperative findings include trochanteric bursitis with a seroma cavity, scar tissue, worn metal and cone abrasion, as well as inadequate osseointegration. A head and shell exchange were completed without complications and further details have not been provided at this time. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, a4, b4, b5, b7, d1, d4, d10, e1, e3, e4, g3, g6, h2, h4, h6, h11. D10. Metasulâ® duromâ®, component for acetabulum, uncemented, 50/ã¸ 44, code j item#00100214050, lot# 2363085. Original m.e. Mã¼llerâ®, stem, pt-10, straight, lateral, cemented, 10.0, taper 12/14 item# 120039100, lot# 2384456. Metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20 item# 0100185146, lot# 2388042. Heraeus palacos r + g cement item# 66017747, lot# 65064091. Medullary plug item# 3204, lot# 2391619.

Event description:
It was reported that the patient had an initial left total hip arthroplasty. Subsequently, approximately 5 years and 4 months later, the patient was revised on due to increasing pain. Intraoperative findings include trochanteric bursitis with a seroma cavity, scar tissue, worn metal and cone abrasion, as well as inadequate osseointegration. A head and shell exchange were completed without complications. Diligence is completed and no further information on the reported event has been provided.